Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the infusion device system delivered unintended boluses during the night, and the customer woke with a blood glucose level of 1.5 mmol/l the following day. The infusion device history was downloaded, and several boluses were listed that the customer stated he did not program. No adverse event was reported. The alleged products were requested for evaluation.